Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not charging batteries. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer attempted to replace two batteries; however, the system was unable to show a full charge after charging the device for 24 hours. During troubleshooting, the rse confirmed with the customer that all voltages were correct. The customer stated that they were using non-philips batteries, and the batteries would not charge above 15.6 volts. The rse informed the customer that a fully charged battery should read around 16 to 16.6 volts. The customer was provided with the part number for a replacement power management (pm) board. The customer reported that the pm board was replaced; however, the battery was still not charging. The customer reported that the battery does not charge pass 15.5 volt direct current (vdc), and the cooling fan cycles on and off. The rse informed the customer that the cooling fan is expected to cycle on and off if the battery is very low. The customer then reported that the battery readout on the pneumatics screen was reading 0%. The customer also stated that they were using a non-philips battery. The rse advised the customer that non-philips batteries may not be compatable with the 4th generation pm board (firmware 1.30); it was then advised to replace the battery with a known good battery, and check if the battery shows above 15.5 vdc. After confirmation, the customer was instructed to perform a full performance verification test (pvt), and allow the device to fully charge. The customer was also provided with the part number for a replacement battery. Investigation ongoing / resolution pending.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that after replacing the battery with a philips battery the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.